Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# (B)(6), product type: programmer, patient product ID: 97745bp lot# (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4); product ID: 97745bp, serial/lot #: (B)(6). H3: analysis of the 97745 patient programmer (ptm) (serial number (B)(6)) revealed a defective main pcb. H3: analysis of the 97745bp patient programmer battery pack (serial number (B)(6)) revealed battery won't charge. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated patient was seen for routine check-up today and they are unable to charge controller and therefore, cannot charge ins and it is depleted. Caller inserted aa batterie in the controller and it showed "no device found" as expected. Caller re-inserted battery pack in controller and it was still unresponsive/not coming on. Patient didn't have ac power cord with them. The issue was not resolved through troubleshooting. The caller was redirected to call patient services (pss) when they had ac power cord with them so further troubleshooting could be done to attempt to resolve the issue or replace the controller or battery pack, if needed. The patient (pt) then called from a registered number and mentioned the controller was not working and was blank/unresponsive. Pt reiterated details of case. During the call, the pt performed a reset of the controller and the controller responded with the "memory problem" screen. Pt inspected the li battery pack contacts and controller prongs, but no damage was detected. Pt navigated the set up screens successfully and confirmed the controller was charging. Pt unlocked the controller and got the "no device found" screen. Pt attempted to charge their ins, but got the "charge the controller batteries" screen. Patient services specialist suggested the pt charge the controller battery and then charge the ins. Pt then called back from a registered number and mentioned their controller was charging for about 5 minutes after the last call, but then the controller went blank/unresponsive. Pt managed to get the controller back on but the only screen the pt saw was "battery empty: recharge your controller." During the call, the pt inspected the ac adaptor, the ac power supply cord, the controller port, and re-inspected the controller battery compartment prongs, but no damage was detected. Pt reset the controller, but when the controller was plugged into the ac power supply with the battery pack installed, the green light did not illuminate on the controller screen. No symptoms were reported.